Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. The customer's address is unknown:  (B)(4) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd syringe experienced difficult plunger rod movement. The following information was provided by the initial reporter: consumer inquired about material in the rubber stopper and if there was some type of lubricant that she could use to loosen the plunger rod. She stated that after using the syringe several times the plunger rod became stiff and difficult to move. Pet owner called to inquire about the material that is used in the rubber stopper. Stated that she uses the syringe many times and the rubber stopper is becoming more difficult to move. Consumer wanted to know if there was some type of lubricant that she can use on the stopper to allow it to freely move. Advised consumer that the syringe is made for one time use only and should not be reused.

Event description:
It was reported that the unspecified bd syringe experienced difficult plunger rod movement. The following information was provided by the initial reporter: consumer inquired about material in the rubber stopper and if there was some type of lubricant that she could use to loosen the plunger rod. She stated that after using the syringe several times the plunger rod became stiff and difficult to move. Pet owner called to inquire about the material that is used in the rubber stopper. Stated that she uses the syringe many times and the rubber stopper is becoming more difficult to move. Consumer wanted to know if there was some type of lubricant that she can use on the stopper to allow it to freely move. Advised consumer that the syringe is made for one time use only and should not be reused.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.